Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 499 mg/dl to over 500 mg/dl. Correction boluses via the pump were delivered to address bg. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy and manual insulin injections were available as well.